Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas and the reported events could not be conclusively determined through this evaluation. It was reported through patient outcome, that the patient expired due to right ventricular failure (rvf). During autopsy, it was noted that the patient had a massive ischemia in the coronary due to a thrombosis that caused a rupture of the flap of the mitral valve and heart. The hospital attempted to place the patient on an rvad and then on ECMO but was not successful. It was also reported that heartmate 3 lvas was not explanted during the autopsy and would not be returned for evaluation. The hm3 lvas IFU lists right heart failure, peripheral thromboembolic event, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document also lists thromboembolism as a potential late postimplant complication and provides the recommended anticoagulation regimen, including inr range, as well as suggested anticoagulation modifications. The IFU states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. The IFU further explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported through the patient outcome, the patient expired due to right ventricular failure (rvf). It was reported; during autopsy it looked that the patient had a massive ischemia in the coronary due to a thrombosis that caused a rupture of the flap of the mitral valve and heart rupture. They tried to put the patient on rvad and then on ECMO but without success. An autopsy was performed, but the device was not explanted. The device will not be returned for evaluation.